Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for lot 71571ud00 are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 71571ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I and provided the following data for a female patient: (B)(6) 2025, sample ID (B)(6) initial result was 19.376 and repeat results were < 5.1 and < 5.1 ng/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-34 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. A1 patient identifier: complete sample ID is (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I and provided the following data for a female patient: (B)(6) 2025, sample ID (B)(6) initial result was 19.376 and repeat results were < 5.1 and < 5.1 ng/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.